Manufacturer narrative:
The reported events were under sensing and no high voltage output. As received, a complete lead was returned in two pieces. The reported event of under sensing was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information received notes that the lead was explanted on an unknown date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the emergency room. Upon interrogation, it was found that the right ventricular (rv) lead was under-sensing ventricular fibrillation (vf) episodes, resulting in a false return to sinus that delayed high voltage therapy. The patient's implantable cardioverter defibrillator (ICD) was able to terminate the vf episode without malfunction later. No additional intervention was taken in response to this event. The patient was stable throughout the event.